Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a 68-year-old male patient with a high risk of percutaneous coronary intervention was being prepped for an impella cp implant for mechanical circulatory support. The complainant reported that the staff received an optical sensor error and switch to backup controller from their automated impella controller, which was then replaced. No patient harm has been reported.

Manufacturer narrative:
The investigation for the console (aic) loss of opm data has been completed. The console log was reviewed and confirmed the reported failure mode given there was a controller error alarm (placement signal not reliable (opm invalid signal, optical pump connected)- alarm issued) (imcgui: event set: #1036) triggered during the clinical procedure. Real time (rt) logs confirmed that all signals received from optical bench times of the subsequent suspension of optical bench algorithms, the optical parameters were significantly lower than normal values. The console was returned for evaluation. The optical system was tested and all optical parameters were confirmed to be within specification. The reported complaint was unable to be reproduced. No issues were found with the console. Added- d9 device return date corrections to the initial MFR report: d4-UDI number f6/f8 should have been left blank.